Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive total beta - human chorionic gonadotropin (bhcg) result on one patient's sample generated by the unicel dxi 800 access immunoassay system. A subsequent sample from the patient resulted within the normal reference range. The results provided by the customer are shown. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample was collected in a 16x100 bd serum tube and was centrifuged for 5 minutes at 5000 rpms. Per the customer, the total bhcg qc was within customer's established ranges. Service was not dispatched for this event. No root cause could be determined for this event.